Manufacturer narrative:
A philips field service engineer (fse) visited onsite and was unable to confirm the reported issue ¿alarm silence issue". The fse reviewed the audit trail logs for the reported time of alleged incident and found no issues. The fse also spoke with biomed and staffing on the unit and confirmed that they have not experienced any issue like that except for a nurse, on the graveyard shift, reporting it. There was no issue found in the philips device and no evidence of issue occurring. The exact cause of the issue is unknown. The device was confirmed to be operating per specifications and no failure was identified. If additional information is received the complaint file will be reopened.

Event description:
It was reported that alarms are silencing themselves. The device was in use on a patient at the time of the event. There was no adverse event reported.